Event description:
It was reported that visible air was observed. During preparation, the faradrive steerable sheath was prepped, and upon aspiration, air was noted. Subsequently, the sheath was replaced, and the event was resolved. The sheath was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the inner face of the internal valve torn. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that visible air was observed. During preparation, the faradrive steerable sheath was prepped, and upon aspiration, air was noted. Subsequently, the sheath was replaced, and the event was resolved. The sheath was received for analysis.